Event description:
The pt was being treated for lower back pain using a moist heat pack when they received a small skin burn. The pt is reported to be ok from the incident.

Manufacturer narrative:
The customer disposed of the device and could not return the device for eval. An eval could not be performed.